Manufacturer narrative:
(B)(4).

Event description:
It was reported that device removal difficulty was encountered. The patient presented with in-stent restenosis of a non-bsc stent located in the right coronary artery. The flextome cutting balloon was advanced to the target lesion and inflated to 6 bar without issue. The device was then slowly deflated at the rate of 1 bar per 5 seconds. The device was completed deflated before device withdrawal was attempted but resistance was encountered and 'power' was needed to remove the balloon. The device was removed intact but the distal portion of the device was thinned. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified hypotube kinks at various locations along the catheter. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole in the mid balloon body. The distal shaft was also stretched from 24cm to 38cm from the catheter tip. The shaft and hypotube damage identified on this device is consistent with excessive tensile force being applied to the delivery system during use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that device removal difficulty was encountered. The patient presented with in-stent restenosis of a non-bsc stent located in the right coronary artery. The flextome¿ cutting balloon¿ was advanced to the target lesion and inflated to 6 bar without issue. The device was then slowly deflated at the rate of 1 bar per 5 seconds. The device was completed deflated before device withdrawal was attempted but resistance was encountered and 'power' was needed to remove the balloon. The device was removed intact but the distal portion of the device was thinned. No patient complications were reported and the patient's status is stable.